Event description:
Sales rep reported that the drill left metal shavings inside the pt's knee when it was used. The surgeon used a shaver blade in the open position and suctioned out the shavings. Sales rep said that a video appeared to have removed all of the shavings, but he was not present during the case. He said also that the drilling was completed, the procedure finished without further issue and there was no apparent impact during its use. The guidewire, however, did have grooves on it. It was the first use of both the guidewire and this drill. The drill was not returned for evaluation. There was a delay of just a few minutes and no patient injury resulted.

Manufacturer narrative:
The device is not being returned; therefore, no evaluation could be performed.